Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force system sensor. The customer's blood glucose reading was unknown at the time of incident. Troubleshooting found that insulin squirts out of the device during prime and the drive support cap is protruded. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with normal operating currents and passed the error test, self-test, and the displacement test. However, insulin pump alarmed primed during the basic occlusion test due to loose/protruded drive support disk. We were unable to perform the occlusion test, prime test, and excessive no delivery test due to prime alarm. The insulin pump was received with partially broken reservoir tube lip, reservoir tube missing o-ring, cracked battery tube threads, cracked case at the reservoir tube window corner, minor scratched lcd window, and scratched reservoir tube window.